Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux item can't be issued. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5 and e1 upon investigation of this incident, it was determined that the item was unable to be issued (oxycodone 10mg tabs). A technical support specialist closed the case being unable to reach the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux item can't be issued (oxycodone 10mg tabs). There were no adverse events or injuries reported based on this event.